Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that right atrial lead dislodged during a device replacement procedure. The lead was attempted to be repositioned without success. The lead was removed and replaced. No patient complications have been reported as a result of this event.